Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). There was no model/lot/serial number reported for this device; therefore, no device evaluation, record or labeling review can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as part of a retrospective study on clouding lenses a za9003 was identified to be clouded and was explanted. He couldn't give any additional information about the exact lens as the za9003 was not implanted by them. The lens was discarded following explant. There were no complications reported and patient outcome is good. No additional information was provided.